Event description:
It was reported that the user observed event codes when the customer was going to use the device to cardiovert a patient. The device was not used on the patient. A second defibrillator was retrieved and utilized during the event. There were no adverse effects on the patient outcome due to the device use. There were no further details regarding the patient or event provided. Physio-control evaluated the device and verified the reported event codes. Physio replaced the system pcb assembly to resolve the failure. Further analysis of the removed assembly found a critical malfunction; the device was unable to perform ECG analysis in AED mode. However, the device was able to charge and deliver a shock using paddles.

Manufacturer narrative:
(B)(4): physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further analysis of the removed assembly determined the cause for the malfunction to be failure of an ic chip, designator u65. One of the legs of the ic chip (31) had no output and caused the event codes and the critical failure.